Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error alarm and a motor error alarm. The blood glucose reading was 110 mg/dl. The customer stated that he could not exit the priming process. He was advised to discontinue use of the insulin pump. Nothing further reported.